Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to moisture ingress within the touchscreen acrylic layers. This reported issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the touchscreen not working. Ventilator still works with default parameter, no blank screen. No patient involvement.